Event description:
It was reported that device failed periodic preventive maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(4). (B)(6) hospitals. H3: one device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found a bubbled downstream occlusion seal. Error log review found a number of "high alarm displayed: cassette not attached properly" and "high alarm displayed: downstream occlusion" reports which suggest a faulty dso sensor. Pump was tested for accuracy and passed. The primary problem was replicated and was caused by a faulty dso sensor. Actions taken included replacement of dso seal, dso sensor, and dso bezel.